Manufacturer narrative:
The edwards commander delivery system (9600lds26) was returned for evaluation. A review of device history record (DHR) work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned particulate was visually inspected, and the following was observed: during isolation, particulate broke down into 2 pieces. One piece measured 0.2" and the other piece measured 0.5". Imagery was returned. The complaint event site provided imagery relevant to the complaint and the following was observed: one (1) hair-like particulate observed. The instructions for use (IFU) for the commander delivery system and device preparation training manual was reviewed. As per cautions: follow sterile technique during device preparation and implantation. Visually inspect all components for damage before unpacking. No IFU/training deficiencies were identified. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. The complaint for "device preparation - particulate - noticed" was confirmed based on provided imagery and visual inspection. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "hair-like foreign material was found in the package of the delivery system.". Currently, there are several manufacturing mitigations in place to detect and reject particulate and/or fibers. All delivery systems are 100% inspected for contamination, such as fibers, during its packaging process. The foreign materials were determined to match closest with zein. Zein is a protein that is normally found in corn. Follow up discussions with the lab that performed the ftir analysis confirmed that zein is very similar to human hair, therefore the fibers identified as zein may likely be human hair. As it was reported that the particulate was noticed "after the package of the delivery system was opened and the device was about to be lined up on the table," it is unknown when the particulate was introduced. Additionally, it was reported that "it is unknown if it was in the package before the opening it or got into the package after the opening." As there was no report of particulates observed prior to opening the pouch, it is likely that the particulate was introduced during device preparation, as the particulate was noticed while handling the opened delivery system. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. There was no edwards defect, which could have resulted in the complaint was confirmed, and no preventative or corrective actions are required. The complaint for "device preparation - particulate - noticed" was confirmed. No manufacturing non-conformances were identified during evaluation. While a definitive root cause was unable to be determined, it is possible that procedural factors (device prep handling) may have contributed to the event. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) are required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the preparation of the transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve, hair-like foreign material was found in the package of the delivery system. A new device was used for the procedure.